Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/07/2025 the user reported experiencing hyperglycemia with blood glucose (bg) levels up to 401 mg/dl after changing the steel infusion set but not performing the press and hold function to fill the tubing prior to insertion. The user replaced the infusion set and was advised to allow the pump to correct the high glucose. The user reported that bg remained elevated but was trending down at the end of the call. No hospitalization or long-term effects were reported.